Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert due to left ventricular atrial threshold was higher than programmed amplitude or suspended. Technical services (ts) was consulted about the alert, patient consult in clinic is intended. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert due to left ventricular auto threshold(lvat) was higher than programmed amplitude or suspended. Technical services (ts) was consulted about the alert, patient consult in clinic is intended. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and the representative indicated that evoked response continued and decided to turn the lvat. No adverse patient effects were reported.